Manufacturer narrative:
Follow up report 2 (device evaluation): upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance issue. In the revision procedure, this lv lead was explanted, and no lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information indicated that this lv lead exhibited high pacing thresholds and loss of capture (loc) due to patient anatomy. In addition, the patient had muscle stimulation. As a result, this lv lead was explanted. The physician tried to replace the lead, but it was not possible due to patient anatomy. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 codes. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance issue. In the revision procedure, this lv lead was explanted, and no lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information indicated that this lv lead exhibited high pacing thresholds and loss of capture (loc) due to patient anatomy. In addition, the patient had muscle stimulation. As a result, this lv lead was explanted. The physician tried to replace the lead, but it was not possible due to patient anatomy. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance issue. In the revision procedure, this ra lead was explanted and no lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.